Event description:
It was reported that the insulin pump has a frozen screen. Customer was pushed into pool. The insulin pump was submerged in water. The blood glucose reading is 10.6 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No blank display, display anomaly, frozen screen or unexpected beeping anomaly noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Insulin pump had moisture damage on electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.